Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported a study aimed at demonstrating outcomes of PICC insertion and management in pediatric populations involved 5 occurrences of catheter malfunctions on a bd 5fr powerpicc. Catheter malfunctions were defined in the study as being for breakage, rupture or occlusions. All piccs were inserted with ultrasound guidance, with or without real-time fluoroscopy. The study noted there were no immediate complications observed during insertion. Piccs with a malfunction were removed. There was no additional information for medical intervention provided in the study. The study determined that the size of the catheter and the patient¿s body weight did not show a significant association with catheter malfunction. This report addresses all five occurrences.